Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2014 at 09:21:32. During night drain cycle one, the patient's ultrafiltration reading was 16636ml, indicating the home patient (hp) drained 16636ml more than their maximum programmed fill volume of 2000ml. No additional information is available.

Manufacturer narrative:
(B)(4). The device was evaluated and the issue was identified during the review of the event history logs. The cause was determined to be unexpected high uf (ultrafiltration) for therapy compared to other therapies. If additional relevant information is obtained, then a follow-up MDR will be submitted.